Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/16/2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas to report the patient had experienced low blood glucose levels during the mornings for one month, with readings ranging from 20 mg/dl to 50 mg/dl. At those times, the patient experienced the symptoms of unresponsiveness and combativeness. The patient was treated by his parents with either food or a glucagon injection. He did not seek any medical attention. It was reported the patient ¿aggressively¿ treats his elevated bedtime blood glucose levels with insulin doses. On (B)(6) 2013, the patient obtained a blood glucose level of 285 mg/dl and gave himself a bolus of 6.5 units insulin. Troubleshooting revealed all pump settings and programming were correct except for the date being incorrect. It is possible if the patient had a weekend basal rate programmed, he might have received incorrect basal doses of insulin on certain days. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by not programming the pump with the correct date, which may have contributed to inaccurate delivery of insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, this complaint is being reported.